Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (voluntary report medwatch). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. This was not available in the voluntary report medwatch. Because the product is unknown, we are unable to provide the complete unique identifier (UDI) and other specific product information. If additional details become available, a supplemental report will be submitted.

Event description:
A pericardial effusion occurred. The procedure was cancelled. It was reported that nrg transseptal needle was selected for use. During the atrial fibrillation procedure, a pericardial effusion occurred which required a pericardiocentesis. While performing transseptal puncture with nrg needle, difficulty was noted, and several attempts were needed to enter the left atrium. When the catheter was inserted into the left atrium and manipulated, the catheter did not manipulate as expected. The catheter was removed from the patient, and when attempting transseptal puncture again, a decrease in blood pressure was noted. Transthoracic echocardiography revealed no pericardial effusion, and there was no increase in the heart rate, so the patient was observed with vasopressors. The blood pressure rose momentarily and then gradually decreased, which occurred repeatedly. Each time this occurred, an echo was performed. After a while, pericardial effusion was diagnosed. The procedure was stopped and a pericardiocentesis was performed. The physician opinion, the issue was caused by the transseptal needle. No further information was provided. Medwatch report # mw5185997.